Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, ther right ventricle lead exhbited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.